Event description:
Reportable based on device analysis completed on 15mar2022. It was reported that crossing difficulties were encountered. The target lesion was located in the mildly tortuous left main to left anterior descending artery. A 3.50 x 20 synergy ii des drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient was stable after the procedure. However, returned device analysis revealed that stent was damaged.

Manufacturer narrative:
Age at time of event: 18 years or older. Synergy ous mr 3.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were lifted from the crimped position. The undamaged stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.